Event description:
The patient contacted animas on (B)(6) 2013 reporting that there is a red horizontal line on the pump screen that is just below the blue line on every screen. The reporter stated that it is not interfering with seeing anything on the display in anyway but visible on every screen. The reporter stated during the call that the red line had disappeared and is no longer seen on any of the screens. The reporter stated that they would like to monitor for red line and call back if it returns. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on normally to the verify screen with normal contrast. There was no red line visible on the display. The display screen was removed and there was no indication of moisture or corrosion observed on the internal components. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.